Manufacturer narrative:
(B)(4): the device was not returned for analysis, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous and moderately calcified left radial vein. The 6.0mm x 40/40 over-the-wire sterling balloon was inflated once to 8 atms and at 20 seconds and ruptured. The physician noticed "a pinhole leak from the distal portion of the balloon". The procedure was completed with another of the same balloons. No patient complications were reported and the patient's status is good.